Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronics assembly. The pump was received with moisture damage on motor, vibrator, keypad and battery tube assembly. The device was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of their insulin pump being exposed to water. The customer states the device was submerged under water, and it is no longer working. The customer states the display was blank and there is water under the screen. The customer's blood glucose level at the time of incident was 110mg/dl. Troubleshoot was conducted. The customer was advised the device would be replaced and returned for analysis.